Manufacturer narrative:
Although requested, the affected device has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
A critically ill patient was schedule for surgery. The report suggests that the patient was receiving norepinephrine, fentanyl, IV fluid and an unknown medication from 2 large volume pumps and 2 syringe pumps. The unit was being transferred from the IV stand to the bed IV pole when an error occurred and the pcu turned off. During the time it took the user to turn on the pcu and reconfirm the infusion details, the patient went into (asystole) cardiac arrest. The patient's condition stabilized following full resuscitation.

Manufacturer narrative:
The customer¿s report of a syringe module malfunction was not confirmed. Physical inspection noted the device to be in good condition with the instrument seal intact. Analysis of the pcu event log shows that at the time of the "channels disconnected" alarm both pump modules were off and both syringe modules were infusing. After having alarmed for "channel disconnected" the norepinephrine infusion was terminated, however the fentanyl infusion remained uninterrupted until the channel was selected and powered off; which powered off the pcu. Rate accuracy testing was performed and the device was infusing within specification. The root cause of the customer¿s report was not identified.